Manufacturer narrative:
A device history record (DHR) review was not conducted due to non-manufacturing related issue. The products were returned for evaluation. Under visual inspection, the rotating collars (luer locks) were missing on the returned filters. Each flat filter contains a retention edge which is designed to hold rotating collar connected with filter. Retention edges on returned samples were found to be damaged and therefore they could not hold rotating collars in place. Functional testing duplicated the reported problem. The root cause of the reported issue was found to be retention edges were found damaged and therefore could not hold rotating collars in place. As per instructions for use, "overtightening the connection between the epidural catheter or epidural needle to the male rotating collar may cause rotating collar to dislodge from filter body". No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the luer connector on the filter was disconnecting. Upon connecting the epidural filter to the connector, the luer lock on the filter has come free of the filter. The event occurred when priming the filter prior to insertion. No patient injury was reported.